Manufacturer narrative:
One device was returned for repair. Service history review identified this device has been serviced since sep / 2023 and the complaint is related to previous repair. Fluid ingression found inside battery compartment and severe bubbled downstream occlusion (dso) seal. Ran pump overnight on settings of 250 ml/hr at 4800 ml reservoir volume without any loss of power or error code. Fluid ingression found inside battery compartment and impacted power board. Probable cause: fluid ingression inside battery compartment along with impacted power board. Replaced main board and battery compartment. Unit passed all functional tests.

Manufacturer narrative:
B3: unknown: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device had error 46822. There was unknown, patient involvement. And no patient harm/adverse event was reported.